Event description:
N/a

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; cuts / tears were noted on the side of the needle chamber on the underside of the needle chamber on both edges and in the middle of the underside. The valve was hydrated. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested leaked from the cuts/tears in the silicone housing. The valve could not be pressure tested due to the cuts/tears in the silicone housing. The valve was tested for programming, reflux and siphon guard. The root cause for the issue reported by the customer is due to cuts/tears found in the silicone housing around in the needle chamber this was probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, as noted in the IFU, silicone has a low tear/cut resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted in a (B)(6) year old patient via v-p shunt on unknown date with setting 3. The cerebrospinal fluid pressure was high, and even if the setting was lowered, underdrainage occurred. The valve was removed on (B)(6) 2021.